Event description:
The port huber needle safety device would not engage all the way. Manufacturer response for needle set, safestep hubber needle set (per site reporter): vender rep aware of issue with replacement needle. Will monitor closely.